Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level at the time of the incident was 27.2 mmol/l and treated themselves by changing the infusion set. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they were unsure if they had a back-up plan available. The customer does not allege that the insulin pump was under delivering. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.